Event description:
Complainant alleged that the clinicians were attending a patient. The patient had been admitted to the hospital for the purpose of receiving an intravenous antibiotic for the treatment of the patient's diverticulitis condition. During the patient's stay at the facility, the patient complained of left-side chest pains, and shortly thereafter the patient went into a cardiac arrest condition. The attending nurse called an emergency or "code 99", and the emergency physician responded to the patient's room. Thereafter, the device was brought into the patient's room, and electrodes were applied to the patient. The device was charged to 200 joules, but upon delivery of the energy to the patient, the physician felt that due to the lack of patient muscle contraction, the energy had not been delivered to the patient. The nurse, who was operating the device, felt that the energy had been delivered to the patient. No error message were observed on the device screen, nor did the nurse receive any indication that the device had malfunctioned. The physician ordered a second device, and the patient was administered additional shocks with the device and the device paddles. The clinicians were successful in converting the patient's heart rhythm. The complainant indicated that the patient survived the event, although the patient sustained neurological damage. The facility's biomedical engineering department tested the device, and was unable to detect any device malfunctions. The device was returned to service, and operated for two years without any further reports of malfunctions. There is no indication that the device is being returned to zoll for evaluation.